Event description:
It was reported that a malfunction occurred on the pump after the customer allowed the pump battery to die. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Cts provided instructions to the customer on resetting the pump, which successfully resolved the issue as the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support if the issue recurred, and they acknowledged this guidance.